Event description:
Boston scientific received information that an alert was detected due to high out of range shock lead impedances. The impedances have intermittent spikes over the last year. Pacing impedances do not show the same spikes, however measurements have been variable. Technical services recommended additional testing to assess the lead/system integrity. The local area sales representative was going to discuss the next course of action with the physician. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. All sealplugs were intact and all setscrews moved freely. An external source was attached to the shock channel and manual impedance measurements were tested. Measurements were within specification. A review of the daily impedance measurements over the past year noted the shock impedances varied between 72 and 98 ohms. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. Laboratory analysis was unable to confirm the field allegation of high shock impedances as values were consistent and in range over the past year according to the daily measurements downloaded from the device memory.

Manufacturer narrative:
The local area sales representative was contacted and confirmed this patient will be monitored at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Approximately two and a half years later the device was replaced for normal battery depletion. During the replacement procedure, shock impedances were showing measurements greater than 200 ohms in all three high voltage vectors. Boston scientific technical services (ts) was contacted and provided troubleshooting support, however, measurements were still out of range. The field representative was contacted and stated that he as well as the physician suspect this to be a lead issue based on the event history. The field representative also noted that the lead was not revised during the generator replacement as the physician felt it wasn't a good time to perform a lead extraction. Ts suggested programming max outputs if the lead remains inservice. Defibrillation threshold (dft) testing was not performed with the new device, however will be scheduled for a later date. The field representative confirmed that the explanted device will be returned. No adverse patient effects were reported. The device was returned for analysis. This report will be updated upon completion of analysis.